Manufacturer narrative:
The reported event of false pause episodes were confirmed. Based on the information provided, it was determined that the smaller r-waves were most likely due to positional under-sensing. The device was performing per design.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Upon review of the transmissions, it was noted that the implantable cardiac monitor (icm) exhibited under sensing. Programming changes were made remotely. The patient had no adverse consequences.